Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen and hydromorphone, concentration and dose, not reported via an implantable pump. The indication for use was spinal pain. Beginning on approximately (B)(6) 2016, the patient presented to the emergency room with symptoms of overdose. The patient was given narcan and subsequently responded to the medication. The pump was then programmed to minimum rate, and the patient was given oral baclofen and oral medication for pain. It was noted that the patient did not normally have access to oral pain medication. As of (B)(6) 2016, the patient was doing fine. Either on (B)(6) 2016, it was planned to withdraw the volume from the pump and check for volume discrepancies

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.